Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-nov-2026, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient receiving fentanyl 1000 mcg/ml at a dose of 50 mcg/day via an implantable pump. The patient reported that her pump had been flipping in the pocket since it was originally implanted in (B)(6) 2024. The patient stated that in september, her pump was set to a minimum rate pending a pocket revision. Unfortunately, the patient did experience withdrawal symptoms due to the reduction in her intrathecal dosing. Environmental/external/patient factors that may have led or contributed to the event included body habitus. The patient's pump was placed at the waistline so there was movement in the pump pocket every time she would go from standing/sitting positions. Actions/interventions included the patient was taken to the operating room (or) today [(B)(6) 2025] for a planned pocket revision. The physician started by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. Upon removing the pump from the pocket, the physician found that the catheter was twisted on itself multiple times. X-ray imaging demonstrated that the catheter had pulled down from t9 to t11. The physician stated that this was because the pump had flipped so many times that it was putting tension on the catheter. The existing proximal segment was cut and discarded by customer. The spinal segment was abandoned in the pump pocket. The physician was given a new 8780 which was placed at t9. The new spinal segment was tunneled to the existing pump pocket and connected to the new proximal segment and the existing pump. A catheter aspiration was performed from the catheter access port with positive return of cerebrospinal fluid (csf). The physician placed four anchoring sutures within the pump pocket to anchor down the existing pump. The issue was resolved at the time of the report. Prior to the start of the case, the pump was set to a minimum rate. The physician put the new dosing at a simple continuous rate of fentanyl 50 g/day. It was stated that the physician declined to return for analysis after determining that the catheter was repeatedly twisted from flipping in the pump pocket.